Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report issues with the sensor. Customer reported that there were issues with the transmitter not blinking when connected to the sensor. Customer also reported that upon removal of the sensor she noticed that the electrode was missing. Customer's blood glucose at the time of the incident was 133 mg/dl. Product is not expected to return.